Event description:
It has been reported to philips that the system failed to boot up. The device was in clinical use. No harm has been reported to philips. Philips has started an investigation of this complaint.

Manufacturer narrative:
Philips has investigated this complaint. According to additional information received, the issue occurred during a diagnostic procedure and caused a delay to complete said procedure. However, no patient or user harm was reported. The philips field service engineer (fse) inspected the system onsite and confirmed the reported issue. Analysis of the system log files showed at system startup, the x-ray-pc did not start and the power tab states of the power distribution unit (pdu)were not correct. The cause of the issue was determined to be that the x-ray pc had no power from the mains during start-up. The fse restarted the system several times with no recurrence of the error. The system was returned to use in good working order. The codes were updated based on the investigation outcome.